Event description:
During follow-up on (B)(6) 2012, user noticed that the pacemaker switched from aai model to ddd mode upon avb iii criterion on (B)(6) 2012 (safer mode programmed). However, preliminary review revealed that the corresponding avb iii episode recorded in pacemaker memory was incomplete: the beginning was missing, so that the blocked p waves were not visible, neither on the egms nor on the markers chain. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.